Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they had received no delivery alarm. The alarm did not occur during a manual prime. The customer¿s parent reported that the event was resolved by changing the complete infusion and reservoir set. The customer also had a high blood glucose level of 500 mg/dl on (B)(6) 2017. They treated the high blood glucose with a bolus but they received a no delivery alarm. They changed the set and gave a correction. The customer¿s parent also reported that the insulin pump¿s buttons were starting not to work. Within the last couple of weeks, the buttons became hard to press. The caller stated the issue started on (B)(6) 2017. The customer was advised to discontinue use of the device and revert to a back-up plan. The device will be returned for analysis.